Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer's mother stated that the customer has a pacemaker as well, and the customer had not been put on the insulin pump therapy right away. She called on the first day's use of the insulin pump to report that the insulin pump alarmed no delivery during a bolus attempt. The blood glucose reading was 289 mg/dl. The caller stated that there were no issues with the infusion sets. She did not have time to troubleshoot the issue and requested replacement of the insulin pump, stating that she had already tried troubleshooting before. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.